Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, a lead connection issue was reported by the physician, who indicated a problem to tighten the set-screw. Another pacemaker was implanted instead.